Event description:
Brand new wavesense presto blood glucose meter. Test results over several days seemed exceedingly high. Dramatic changes to diet did not lower readings. Contacted the manufacturer's customer service department, they indicated that it was normal for their meter to read higher due to their superior technology. They said "it is more like the test from a lab." So I got a test from a lab, and tested with the presto. The presto returned 174mg/dl, while the lab reported 112mg/dl. A replacement meter was 10% higher. Dates of use: 2009. Diagnosis or reason for use: blood glucose monitoring.